Manufacturer narrative:
(B)(4).

Event description:
Laparotomy for necrotic pancreatitis that was done in (B)(6) 2012 where after the patient presented with an incisional hernia in (B)(6) 2013. Pemacol 18x28 was used for repair as there was no muscle or sheath left to close the abdomen with. The procedure went without complications but the patient returned to (B)(6) 6 months post op with a hernia (10 x 15 cm) in the middle of the permacol. There was no evidence of any infection or other co-morbidities that could lead to the permacol disintegrating in the middle. Dr would like to know why the permacol would disintegrate in the middle as there is no apparent reason for the disintegration. A second procedure was performed in (B)(6) 2014 with a progrip flat sheet to repair 10x15cm hernia and so far patient is doing well.